Event description:
A (B)(6) old female pt called zoll customer support to report a service code 204. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the monitor-electrode belt connector was broken free from the monitor casing, causing belt communication problems. The root cause for the damaged connector was excessive force while pulling on the electrode belt cable. No adverse event resulted from a damaged connector. The pt received a replacement monitor.